Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor replaced the sib (sensor interface board) assembly to resolve the reported issue.

Event description:
The hospital reported that, during pre-use checkout, unit showed "ventilator failure. Ventilate manually" error message on display. There was no reported patient involvement.